Manufacturer narrative:
B3: event date is unknown. G2. Foreign: france medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implanted neurostimulator (ins) battery takes a long time to recharge and had a poor charge retention. It was also stated that it does not hold a charge as well, and they were implanted since august 2023. A replacement recharger was requested. No patient harm was reported, and they were notified that they should call back if replacement of their product does not resolve the issue.